Manufacturer narrative:
This report is submitted on april 12, 2018, (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced inflammation and granulation tissue at the abutment site and the patient was treated with topical antibiotics (date and duration not reported). Subsequently, the patient underwent skin revision under a general anaesthetic (date not reported) during an abutment change.